Event description:
The plastic stem within the wing nut that connects the hudson large volume nebulizer to the time meter compressor became cracked and no longer provided an aerosol humidification. The oxygen bleed in 5 liters was still connected to the resident and was not affected by the breakage of the hudson humidifier bottle. Dates of use: 2009. Diagnosis or reason for use: chronic respiratory failure.